Manufacturer narrative:
Device evaluation: visual analysis - device photographs for the device related to the reported event of capsular contracture, seroma-late, cyst-ndr, calcification-ndr, lymphoma-alcl-suspected were reviewed on dec 16, 2020. Visual analysis of the photographs identified: device patch with lot number 2312484, red and white particle material on the shell, creases, red and yellow encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "contracture grade 3," "pericapsular seroma," and "investigation of bia-alcl." Pathological markers confirming alcl have not been provided. Also reported "cysts" and "calcifications" which are not device related. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d7, h6. The event of lymphoma-alcl- suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "investigation of bia-alcl." Pathological markers confirming alcl have not been provided. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side "contracture grade 3" and "pericapsular seroma." Also reported "cysts" and "calcifications" which are not device related. Device remains implanted.